Manufacturer narrative:
An investigation was performed including a review of the system logs and found no abnormalities. A system malfunction could not be identified related to this event.

Event description:
The customer reported when using the affiniti 70 ultrasound system the acquired images were being saved in the previous patient¿s exam. The user then restarted the exam with no further complaint. The philips¿ service engineer reinstalled the software which was found to be damaged. No patient or user was harmed as a result of the issue. Philips has started an investigation for this complaint.